Event description:
It was reported that occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer changed out pump supplies to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.